Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Please see mfg report #1627487-2010-02872 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's lead migrated. The stimulation then became erratic and the patient later developed an infection. The patient was prescribed IV antibiotics and the system was explanted. A culture was taken; however, the results are currently unknown.